Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s implant was malfunctioning. The patient explained that the ins kept moving on its own, and the issue had been going on for 6 months or so. The patient indicated that the stimulation was causing their toes to curl, so they turned the ins off. The patient confirmed the issue first occurred early this year. The patient reported they had an upcoming surgery to correct this problem. No further complications were reported.